Event description:
Metal on metal depuy asr xl implant (B)(6) 2006. Failed hip (B)(6) 2017. Sought help at (B)(6). Asr removed (B)(6) 2017. Slider implanted same day; 3-118 slider out. Full replaced in. Surgeon indicated muscle turned to bone. Handicap. "Johnson and johnson crying poverty." Trying therapy, lost job, and forced retirement. Law firm has device.